Manufacturer narrative:
This report is submitted on oct 13, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2021 resulting in implant and abutment loss. Reimplantation is planned but has not taken place as of the date of this report.